Manufacturer narrative:
Returned packaging and intraocular lens were visually evaluated: the lens was received in the lens case without plastic pouches in the folding carton (box). The packaging components, lens case, patient identification card, implant notification card, implant notification label were received. The returned lens was inspected at 10x microscope magnification. The lens had a fiber adhered to optic edge which is compatible with handling the lens out of sterile environment. No other condition was observed in the sample returned. The complaint for foreign object in wrapper (pouches), hole in the pouch, and graphite pencil point tip inside the packaging was not verified in the sample returned. The alleged broken pouch was not returned for evaluation; therefore, the alleged defect could not be evaluated. Batch records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. The documentation shows that the production order was manufactured according to specifications. No discrepancy related to quantity was found. No deviation or nonconformance was generated. A review of packaging manufacturing procedure in change control system was done during the period when this lens was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related for this type of complaint. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The unit carton, lens case and intraocular lens (iol) were received for inspection. The lens box appeared to be opened. The inner package/pouch was not returned. It appeared that someone had used a pencil and poked a hole in the box in order to open the package. There was no pencil tip inside the box. In addition the lens had one distorted haptic and appeared to have a piece of hair stuck on the lens. The lens did not appear to have evidence of debris or particles. Prior to release to market the intraocular lens met all manufacturing specifications.

Event description:
It was reported that the intraocular lens (iol) was contaminated upon receipt. It was stated that there was a foreign object in the wrapper. In follow-up it was stated that upon receipt when examining the unopened sterile plastic pouch, the operating room (or) staff noticed a hole in the pouch and saw a graphite pencil point tip inside the packaging. The facility had asked the technicians around the operating room to verify if it had happened internally; however, the or staff stated that the pouch was received in the reported condition and it was not tampered with or altered by any of the or staff. No patient contact was reported. No additional information was provided.